Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during an implant procedure for a leadless implantable pulse generator (ipg) high thresholds and undefined impedances were noted in several placement locations. Once the delivery system was removed the device exhibited a pacing failure. The device was explanted and a transvenous system was implanted the following day. No patient complications have been reported as a result of this event.